Event description:
The manufacturer received information alleging that the ""blower control" was defective on a ventilator. There was no harm or injury reported. The rp-trilogy evo blower assembly will be replaced to address the reported issue.